Manufacturer narrative:
Additional information received on (B)(6) 2019, indicated that the patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3501690, serial number (B)(4), and right replaced with catalog number 3501690, serial number (B)(4) on (B)(6) 2019. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent unknown breast augmentation with mentor smooth round moderate profile 525cc saline breast implants which the left side deflated and the right side has issue with capsular contracture grade iii after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.